Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height drawers 2.1 and 2.2 were off the bus. The field service engineer (fse) opened the back panel and observed that the indicator light on the pyxis bus module board signaled an issue with drawer 2.1. The fse powered down the station, replaced the damaged retractor band, and also reseated the row board cable for both drawers. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer attempted to reboot and recover the drawer, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.